Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The field service engineer of olympus europe se & co. Kg (oekg) went to the user facility and check the subject device. It was found the printed circuit board failure which might have caused the reported phenomenon. That failure printed circuit board was replaced. Since the subject device was not returned to any of olympus location, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the operational amplifier failure on the printed circuit board, since the subject device was manufactured before the countermeasures for the change in the operational amplifier circuit design. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was connected to evis 160 series videoscope but was displayed with evis 190 series videoscope during the setup. The user also reported that the videoscope cable exera ii has been changed. The user replaced the system including the subject device to another system and the procedure went smoothly. There was no patient injury associated with this report.